Event description:
It was reported that during a stenting treatment procedure, a stent dislodgement occurred. The 85% stenosed target lesion was located in the mildly tortuous and moderately calcified common iliac artery. Pre-dilation was not performed. The 10x60mm express ld vascular stent delivery system (sds) was advanced into the patient, but was not able to cross the lesion. The physician decided to pre-dilate and withdrew the express sds. Upon removal it was noted that the stent had dislodged and was just distal to the introducer sheath. The stent was deployed in the external iliac artery. A 10x37mm express ld vascular was then implanted in the original lesion. There were no additional patient complications reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Physician name: (B)(6). (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).